Manufacturer narrative:
Due to characterization limit e1: event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave (iabp) had a safety disk leak test was performed after clinical use, but the results were failing multiple times. There was no patient involved.